Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 33 mg/dl. The customer reported being treated with glucose by the paramedics. The customer reported their low was caused by not treating for a snack they consumed. The insulin pump will not be returned for analysis.